Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). The erroneous result was reported outside of the laboratory. Refer to the attachment for all patient data. The sample (dated (B)(6) 2018) was initially tested on the customer's e602 analyzer. The sample was provided for investigation where it was repeated on a cobas 8000 e 801 module (e801). The sample was also repeated on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer used at the customer site is (B)(4). The serial number of the e801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer. Calibration and controls tested on the e801 analyzer used for investigation were ok. In reference to the difference in values generated with the roche and siemens centaur ft3 assays, different assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. Based on the provided information, a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.